Manufacturer narrative:
The customer's complaint history was reviewed for a twelve month period; this is the first complaint reported for this issue for this customer. The custom pak lot specific to this event is not known, therefore, lot history and DHR review were not possible. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unk at this time. (B)(4). This report was mailed to FDA on: 02/18/2011. (B)(4).

Event description:
A customer reported a pt had red circles around both of her eyes following cataract surgery. The redness was especially bad in her eyebrows. The pt reported to the doctor that she had small blisters. The pt had not applied any medication to the areas. Additional information was rec'd from the pt reporting she had what looked like "cradle cap" below the hairline on her forehead that developed immediately after the surgery was completed and the drape was removed. The pt reported her tongue was swollen and developed little blisters a week following her last eye surgery. Presently, the pt reported the "cradle cap" was improving and her tongue was still a little swollen with very little blisters. The surgeon suspects the adhesive on the drape caused the reaction. The pt is not being followed by an allergist.